Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was manufactured and used outside the unites states. Method: review of the electronic data and files received. (B)(4). Conclusion: arrhythmia episodes were not available through device interrogation because of data alteration; the origin of this alteration remains unk. However, this has no impact on device operation.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up on (B)(6) 2007, normal lead impedances, sensed amplitudes and pacing thresholds were measured. A few days after this follow-up, the sales rep observed a strange behaviour when reviewing the files offline: the message "events holter not available" was displayed (this message was not displayed during the follow-up visit), and no arrhythmia episode was stored in the implant memories despite 13 svt (supra ventricular tachycardia) records are shown in the therapy history.